Manufacturer narrative:
(B)(4). The customer reported that the associated device will not be returned to medina for eval, therefore no sample eval could be performed. Through due diligence follow up calls with the customer acknowledged awareness of the warnings contained in the manual and also acknowledged that the staff treating the pt may have overlooked an alarm that was making them aware of an occlusion. The customer does not feel as though the device malfunctioned in any way, but wanted to express concern that this incident happened. Per spectrum operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set's clamp is not closed above the spectrum pump and respond appropriately to all primary and secondary check flow prompts". The info provided by the customer does not indicate a device malfunction.

Event description:
It was reported that IV tubing was partially occluded above the pump during surgery. The IV tubing upstream did not fully disengage from the blue slide clamp and allegedly only allowed a partial dose of the anesthesia to be delivered. During surgery the pt's vital signs increased, and they were treated with multiple medications to bring down their heart rate and blood pressure as well as additional sedation. The surgical report stated that the pump alarmed multiple times, staff acknowledged the alarms and restarted the infusion, they were not able to recall what the alarms were for. During the last half of the surgery the partial upstream occlusion of the tubing was noted by staff and the clamp was fully disengaged. The full amount of medication was then delivered to the pt, and they appeared restful and their vital signs were stable. The pt was successfully extubated and recovered without difficulty.